Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.